Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked a lot from the valve in about 30 minutes with an air leak noise. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.